Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse effect to customer's blood glucose level. Additional information was not provided.